Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not returned.

Manufacturer narrative:
Upon completion of the investigation the eds iii was visually inspected, it was noted that biological debris has come into contact with the filter in the drip chamber; this could be due to the eds iii being laid down when moving the patient. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag, up to the 5ml mark then the flow stopped. The collection bag was emptied with a syringe as the collection bag could not be disconnect from the eds iii, as the connector has been over tightened, as noted in the IFU the connectors should be hand tightened only. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could be due to the filter in the drip chamber coming in to contact with biological debris, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that there was drainage difficulty from the drip chamber to the collection bag. Air bubble in the drip chamber. Necessary to drain with a syringe. Change of the system in the patient room by the doctor. Incident reported by the hospital to the ansm.